Manufacturer narrative:
A complete lead was returned in one-piece. The reported event of guidewire removal issue was not confirmed. No guidewire returned with the lead. The reported event of insulation damaged was confirmed. The cause of the reported events was due to bunched up ptfe coating of the stylet and inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, the wire could not be pulled out from the lead, and the end of the wire was damaged. After the lead was replaced, the operation was successfully completed. The patient was stable.